Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled implant. The pacemaker header's ventricular port exhibited noise regardless of the lead connected to it. The physician ruled out any issues with the leads. Another device was implanted successfully. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment, and no anomalies were found.